Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Synthes representative. Device history: lot DHR review, part # 314.743, synthes lot # 5020042, supplier lot # 13928-01. Release to warehouse date: 07 jun 2005. Supplier: criterion tool & die, inc. No ncr's were generated during production. Review of t-visual inspection: the drive shaft-minimum 520 mm length for use with ria (part # 314.743) was received at us cq with the distal tip broken; fragments were not returned to us cq. This is consistent with the device history record(s) showed that there were no issues during the manufacture of the product, and any subcomponents, which would contribute to this complaint condition. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Device history batch, device history review null, record(s) showed that there were no issues during the manufacture of the product, and any subcomponents, which would contribute to this complaint condition. Investigation summary complaint description: the device was received, the results of the investigation: it was reported that on december 31, 2018 during a routine inspection at field stock location (fsl), it was observed that the tip of the drive shaft was broken. There was no patient involvement. Flow: broken the reported complaint condition, thus confirming the complaint. Dimensional inspection: the applicable dimension, the hexagonal tip width across the flats, was unable to be measured due to post-manufacturing damage. Document/specification review: drawings, reflecting the current and manufactured to revisions, were reviewed: during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Material review: the material, and material properties of the returned part were determined to be conforming at the time of manufacture based on review of the DHR. Conclusion: the complaint condition is confirmed as the ria drive shaft (part # 314.743) was received with the distal tip of the device broken. There is no indication that a design or manufacturing issue contributed to the complaint. No definitive root cause was able to be determined with the provided information. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(4) 2018, during a routine inspection at field stock location (fsl), it was observed that the tip of the drive shaft was broken. There was no patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).